Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -6.0/0.5/165 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens of different power that was implanted vertically due to excessive vault and significant reduction of irido-corneal angles. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).